Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4). Lens has not been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of dried dark residue. (B)(4).

Event description:
The reporter stated there was a loading problem with an aq2015a silicone aspheric three piece lens, there was patient contact but no injury to the eye. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.